Manufacturer narrative:
(B)(4). The customer reported to have performed extended self-testing on the device and all tests passed. Covidien was not authorized to repair the device.

Event description:
It was reported that, a 980 ventilator generated an inoperable error message. The ventilator was not in use on a patient at the time the event occurred.